Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that the bc5050 nasal prongs are not firmly attached to the tubing. It was further reported that this has resulted in increased handling of some infants.no patient consequence was reported.

Manufacturer narrative:
(B)(4). The fisher & paykel healthcare (fph) infant nasal CPAP prongs are a type of infant interface intended to deliver CPAP. Method: the complaint nasal prongs were not available for investigation as they were not returned by the hospital. Our investigation was carried out based on information provided by the hospital and our knowledge of the product. Results: the hospital has not provided a sample, we were unable to perform a device evaluation. Conclusion: without the return of the complaint device we are unable to determine what may have caused the problem reported by the customer. The user instructions that accompany the flexitrunk state the following: -connect prongs or mask to nasal tubing ensuring that it is inserted fully. Hourly checks are recommended. In addition, the user instructions provide step by step instructions with illustrations on the correct set-up and fitting of the flexitrunk tubing to a nasal mask or prongs.